Event description:
It was reported that the customer experienced difficulty pressing the quick bolus/wake button on their pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.